Event description:
Surgical cannula wedged into a narrow disc space fractured during an attempt to reposition it. Two fragments ultimately could not be removed and were left in the disc space. Surgery was prolonged by retrieval efforts, but no other known adverse effect on patient.

Manufacturer narrative:
No trocar or other supporting instrument was in place during cannula repositioning. Collagen sponge with bmp was packed into this disc space; 2-level instrumented fusion procedure was completed.